Manufacturer narrative:
Additional information: a review of the device history record shows that the product was released per specifications. The returned sample was visually inspected and no obvious defects were found. The drain bag and infusion cannula were noted to be missing. It is important to remind the customer to return all products associated with the event for a full evaluation. Used lab stock components to replace missing items and continue testing. A console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure was measured at multiple setpoints throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample has been received and it is awaiting evaluation. (B)(4).

Event description:
Customer reported that the console displayed a system message during an eye surgery. The pack was replaced and the procedure was able to resume without harm to the patient. Additional information and product sample was requested.